Event description:
It was reported to the manufacturer that the vns patient has been experiencing an increase in seizure activity. The patient indicated that programming setting changes instigated the reported event. It is unknown if the increase in seizure activity is above pre-vns baseline. No interventions have been taken at this time. Good faith attempts to obtain additional information regarding the reported event have been unsuccessful to date.